Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation. A visual inspection of sample observed a separation between the tubing and second y-site clearlink in the upstream part. Further visual inspection of the tubing was performed, and it was noted that there was a lack of solvent applied to the tubing. The reported condition was verified. The cause of the condition was determined to be an improper manual assembly due to a lack of solvent at the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a continu-flo solution set separated at the y-site (clearlink) lower connection. This was observed during patient connection, prior to starting a chemotherapy drug. A new line was attached to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.